Event description:
Rptr complained that they had bilateral breast implant surgery done and became very ill as a result of the implants. Rptr c/o of swelling of eyes, blurred vision, sensitivity to light, muscle and joint pain with stiffness, spasms, fatigue, changes in hair growth and skin, allergic reactions and total body changes. Also c/o vomitting. Rptr saw the dr as a result and then had an explant of the devices. Immediately after the explant, rptr noticed some improvement in the symptoms. Rptr had done the implant surgery for cosmetic reasons.